Event description:
It was reported that "during the washing canulae insertion (10mm), the trocar's internal valve was fall down into abdomen. It was retrieved."

Manufacturer narrative:
The device is being returned to the MFR; however, has not been received to date. Conmed is currently investigating the actual event description reported to us through the use of an int'l interpreter software. A supplemental report will follow, once the sample is received, event description clarified, and investigation is completed.